Event description:
Customer alleged the lancet needle protruded before the device was fired in the multiclix lancet device. No accidental sticks were reported. Testing by the MFR's eval unit of the device returned by the customer found that the lancet fails to retract after firing.